Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 270mg/dl at its highest. A correction bolus was delivered and manual injections were administered to address the bg level. The customer performed troubleshooting on their own and did not observe insulin drip out of the infusion tubing each time an occlusion alarm occurred. Infusion tubing changes were performed to address the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.